Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-01506. It was reported that patient experienced uncomfortable stimulation. Attempts to reprogram at different strengths was unsuccessful. X-rays showed that one of the leads had migrated out of the spine and coiled over the left buttock. Surgical intervention may take place to address the issue. It is unknown which lead migrated out of the spine and both are being reported.